Manufacturer narrative:
Correction: d2. Zoll medical canada evaluated the device and the device performed to specification. Review of the device log acknowledged the reported event; however, it was determined not to be a device malfunction. The device log indicated that a defib button was pressed while the device was not in defib mode. The digital board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib failure" message. No further information is available. Complainant indicated that there was no patient involvement in the reported malfunction.